Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a self-test failure. The device was evaluated by a philips field service engineer (fse) and the reported issue was confirmed. The fse cleaned the paddles, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.